Event description:
It was reported that during follow-up, high rv capture threshold was observed. After extraction of the lead was performed, insulation damage and externalized conductors were observed. The lead was explanted and replaced without any reported complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only the proximal portion of the lead was returned for analysis. Analysis of the returned portion was normal. No anomaly found. Without the return of the entire lead a full analysis could not be performed.